Event description:
Information received from the field notes that the patient was in normal sinus rhythm at 81 bpm and the device was pacing at 30 ppm with capture but no sensing. The patient only needed back-up pacing and due to age, the physician did not want to replace the device.